Event description:
It was reported that during a gastric bypass procedure, the device did not fire properly. The surgeon said that the knife blade did not completely go to the end of the staple line. It was noted that in a previous firing of the device, it was difficult to fire and on the subsequent firing, the cut line did not completely form. The problem was not discovered until the end of the case when the surgeon was checking their anastomosis for leaks. The surgeon had to make a small laparotomy incision (4-5cm) to fix the anastomosis at the gastric-jejunostomy site. The procedure was completed by hand sewing. The pt was readmitted to the hosp in 2005 with an anastomotic leak. The pt required additional surgery and hosp care.